Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump door was difficult to close due to the door hooks being out of adjustment. The door hooks were replaced, and the pump performed as expected. A review of the history log showed multiple occurrences of "shut door - power off" and "door jammed!" Alarms, caused by an inability to fully close the door. It is possible that the user interpreted this as an improper shutdown, in which the pump would require reprogramming. At this time, the date of event is unk.

Event description:
The customer stated that the pump door is difficult to close with a loaded IV set and that the "pump shuts off by itself, zeroed all numbers. Turned back on and now it won't turn off."